Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3889-28, lot# va10fa2, implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that there was a loss or change of therapy. The patient started to have leaks again; however, her stool was perfectly formed. The patient was constipated so the health care professional (hcp) prescribed magnesium for her as something to help her stool move better. The patient felt stimulation in the main area but she also felt it in her shin, two toes on her left foot, in front of her right thigh and the toes of her right foot. Therapy was on. It was also noted that the patient had extreme itching. The hcp had checked for infection and she was told everything was fine. She had an allergy to nickel. It was most intense at the lead site and the patient also felt it in the shins and chest. Additional information from the consumer reported that she met with an allergist and he thought she was allergic to the nickel in the device. He was trying some medication on her to see if it resolved. The patient wanted to know how to reach a manufacturers' representative. Additional information from the consumer reported on (B)(6) 2016 that she had an appointment with the doctor on (B)(6) 2016 and she spoke to the doctor's nurse on (B)(6) 2016. The patient decided to see an allergist to know if the interstim was responsible. It was determined it was and allegra was prescribed. The patient was asked to obtain a skin test patch. To resolve the patient's loss of therapy, stimulation issue and itching, the patient was told to increase the stimulation, take magnesium and metamucil. Further information from the consumer reported that she always had constipation but she noted that it had gotten worse since she was implanted. The patient was started on magnesium for the constipation and instructed to drink more water and prune juice. The constipation was masking the patient's fecal incontinence and once she started those things, she started having fecal incontinence. She met with a manufacturers' representative (rep) recently to have the program changed to 4 and the amplitude increased. She was trying it for a couple of weeks to see if it would help with her symptoms. After the implant, the patient's itching and hives decreased and was in a smaller/ more localized area. She still had allergic reaction symptoms but they had really gone down. The itching was once in a while; she had little bumps that seemed like acne (started (B)(6) 2016) that were on her shoulders and upper arms that came and went. The patient felt stimulation and therapy was on. Additional information received later on (B)(6) 2016 reported the bumps on the arm and shoulders have not reoccurred. It was noted that the bumps went away before patient could see that an allergist. The patient saw their health care provider on the day of this call, informed her that her body seems to be acclimating to the metal allergen and discussed worsening of fecal incontinence. The cause of the reported issues remain unknown but suggested changing program back to one and altering diet /supplement for a 2 week trial. There was none steps taken to resolve the reported issues and the reported issues have not been resolved. Additional information received 10 days later indicated that the patient saw that hcp on (B)(6) to discuss possible stoma as she felt the stimulator was not helping. The patient reported that she received a bad shock when a call was coming into their car via bluetooth, once she answered the shock stopped but their genitals were painful (still healing).there was painful; burning /itching to their left front leg. The patient turned stimulation off and would not turn it back on again as she was fearful of a re occurrence. It was noted that the fecal incontinence was not resolved but the shoulder/arm issue was resolved. She was indicated for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 3889-28, lot# va10fa2, implanted: (B)(6) 2016-, product type: lead.

Event description:
The patient later reported that, their first issue was with an allergic reaction which has been confirmed by an allergist. Manufacturer however, claims there was nothing in the product to cause an allergy. Post-surgery, patient had extreme itching in their lower back and then had hives that appeared on their extremities and shoulders. Then, patient had their cellphone in their back pocket near the stimulator when a call came in over in their car bluetooth system. It caused a shock at the site of the implant as well as painful burning and itching down the front of my left leg. The shock was temporary but the burning down my leg continued with extreme discomfort. The patient turned the stimulator off that evening. It took over a week for the sensation down their leg to substantially resolve. Patient would be requesting removal of the implant. Additionally, patient had found that this device has not helped with their fecal incontinence even with multiple program changes.

Event description:
Additional information received later the indicated that the health care provider was notified but patient was out of town. The patient has an appointment scheduled for (B)(6) 2016. The representative stated he would do more programming since it was not working for their incontinence anyway but could not say it would help the shock. The unit has been turn off by patient and patient would speak to the hcp about it on the 22nd.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.